Manufacturer narrative:
Customer report was confirmed. Blood was visible underneath balloon and inside inflation lumen. Balloon inflated and maintained inflation without any leakage. There appeared interlumen leakage between a through and inflation lumen. Unit is sent to accellent for further evaluation. 3/5/10 accellent evaluation: the balloon was visually inspected under 10x magnification and no pinhole was detected. The balloon was then inflated with 2cc of water and sustained for 60 minutes with no leaking from the balloon detected. Visually there is a sharp kink in the bellows however this kink does not affect the way the device functions. Water was then introduced through sinus pressure and infusion lumens and the water flows from where it should. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the balloon markers could not be visualized. The physician inserted the 2.50mmx12mm apex monorail balloon and began screening the balloon markers were not seen. The balloon was removed and another of the same device was used with success. The patient status is unknown.

Event description:
Balloon leakage during use. While we were inflating/deflating the balloon (with no more than 3/4 cc of saline), we noticed the saline coming back into the balloon syringe was tinged with blood. There is a pinhole somewhere, that was allowing blood to get into the balloon.